Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, episodes of non-sustained right ventricular oversensing were noted. All measurements were in normal range. The high voltage therapy was disabled as the patient only requires biventricular pacing to resolve the event. The lead remains implanted and will continue to be monitored. The patient is in stable condition.